Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance with setup which occurred on the homechoice during use while not connected. The hp had already switched out the heater bag and broke the frangible. The baxter technical services representative explained that the setup was compromised and had the hp start over with new supplies. Baxter product surveillance spoke with the registered nurse on (B)(6) 2011. She stated that she was unaware of this event, but that she intended to retrain the patient. The patient's therapy has been going well otherwise, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error - reuse of a single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.